Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) was confirmed. Upon evaluation, the trunk connector pins were bent. The cause of the damaged electrode belt connector is the bent trunk connector pins. The root cause of the bent pins is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.